Manufacturer narrative:
Updated fields: b4, e1(initial reporter, event site telephone, event site email), e3, g3, g6, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, fse unable to duplicate reported failure. Customer reports that this failure occurred while unit was on patient. Customer was not able to give any further information. Fse performed functional check and safety test. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the EKG port of cs300 intra-aortic balloon pump (iabp) was broken. However, there was no patient injury or harm reported.